Manufacturer narrative:
No customer's product was returned. The investigation did not identify a product problem.

Manufacturer narrative:
The meter serial number was (B)(6). Qc for the meter was performed on the day of the event and it was acceptable. The product has been requested for investigation. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low glucose result for 1 patient tested on an accu-chek inform ii meter when compared to a laboratory method. At 12:02 am, the meter result was 20 mg/dl. The operator did not believe this result. At 12:07 am, the laboratory result was 100 mg/dl. The medical staff considered that the result of 100 mg/dl was correct.